Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that there was an issue with the part that holds the pins and the pins were slipping during drilling was not confirmed. Therefore, an assignable root cause could not be determined. However, an assessment was performed and it was observed that the device was not accepting cutters. It was determined that the device was not functional. It was further observed that the unit¿s main shaft, guide sleeve, and clamps were corroded preventing the cutters to be inserted, the unit's bearings were corroded with some debris on it, and other components were also corroded with some debris on it. The root cause of these conditions were determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified veterinary surgical procedure, it was observed that the attachment device was not holding the k-wire devices. According to the report, the device was not holding the pins very well; and that the pins were slipping as the surgeon was trying to drill. It was further reported that the attachment device was jammed and the pins would not spin and the device was unstable. As a result, there was a fifteen minute delay in the procedure and a spare device was not available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.